Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible; as no manufacturing lot number has been provided.

Event description:
The safestep needle dislodged from the port (while no infusion was running), patient's dressing was not completely in tact. No power injection has gone through the needle and education has been delivered on how best to access the port as well as dress it appropriately. No harm was done to this patient and the port was re-accessed with a new safestep needle.